Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The iliac arteries were small, calcified and tortuous. It was reported that it was not possible to access the aneurysm from the right side. The device was removed and an attempt was made from the side. The hydrophilic coating on the delivery system may have worn off and the device kinked during the insertion attempts (see MFR#2953200-2008-01274). Another talent delivery system was inserted and was successfully inserted without complication. After the stent graft was deployed the flow lumen on the contralateral side appeared as though it was not fully open due to thrombus within the aneurysm sac which contributed to difficulty cannulating the contralateral gate with a guidewire. The gate was successfully cannulated from above with the brachial approach. The physician was concerned that the gate would not stay open; therefore, a bare metal stent was placed after the contralateral limb was implanted. Follow-up on the patient status revealed the patient was still hospitalized with an elevated white cell count approximately two weeks post implant. No additional clinical sequelae were reported.

Manufacturer narrative:
(Required secondary intervention). Evaluation: results: small, calcified and tortuous iliac arteries and a thrombosed aneurysm. Conclusion: small, calcified and tortuous iliac arteries and a thrombosed aneurysm.